Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that off label MRI use was noted on the right ventricular lead. The lead also exhibited an unspecified capture issue. Physician called and replaced the lead on (B)(6) 2019. Patient was stable.